Event description:
It was reported that the customer's insulin pump was alarming button error. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the issue or if the device was dropped. Customer's blood glucose level was 127 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had with minor scratched display window, cracked case at the display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.